Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed motor error. The customer's blood glucose was 366 mg/dl. The customer stated that the alarm occurred twice, the morning of the phone call, during bolus delivery. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. Unable to confirm the motor error due to the prime anomaly. The motor passed the motor test. The device had cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, scratches on the reservoir tube window, and battery cap coin slot broken.